Event description:
In 2005, a gore excluder aaa endoprosthesis was implanted a repair an infrarenal abdominal aortic aneurysm. A postoperative computed tomography scan revealed swelling around the infrarenal abdominal aorta and a slight increase in the size of the aneurysmal sac. There was no indication of an endoleak. In 2007, an intraoperative angiogram revealed a pseudoaneurysm in the left common iliac artery. The physician re-lined the previously implanted devices and repaired the pseudoaneurysm by implanting a gore excluder aaa endoprosthesis aortic extender component and two gore excluder aaa endoprosthesis contralateral leg components. The pt tolerated the procedure.

Manufacturer narrative:
The devices remain functioning in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2005, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (lot#0390775) and a gore excluder aaa endoprosthesis contralateral leg component (lot#03791010) were implanted. In 2007 a gore excluder aaa endoprosthesis aortic extender component (lot#04985877) and two gore excluder aaa endoprosthesis contralateral leg components (lot#04971610 and lot#04971611) were implanted.